Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, label damage, cracked case (battery tube), and cracked case-corner of belt clip rails. Device powered up after battery installation and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and screen went blank. Customer reported they received the open book image on the insulin pump screen. Customer stated no insulin pump error displayed on the screen before the open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.